Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - tubing leakage.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in one of the exhaust tubes of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on the other exhaust tube and inlet tube of the pump. The tow sutures were still attached to both cylinders, which indicated they had not been implanted. No functional abnormalities were noted with either cylinder. Examination of the returned components concluded that while in-vivo one exhaust tube and inlet tube of the pump positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the other exhaust tube of the pump at the site noted. A separation of this type would then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. Requests for the explanted prosthesis and for additional information surrounding this event have been made. However, to date neither the device nor the information has been received. Without the benefit of analyzing the explant and without the requested information, quality cannot comment on the condition of the device or the events surrounding this incident. If the explanted device or additional information is received, quality will re-evaluate this event in accordance with procedures. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 4215024. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.